Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. A permanent pacemaker was implanted immediately after the valve implant procedure to treat the chb. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.